Event description:
It was reported that the customer had been experiencing blood glucose as low as 20mg/dl. It was up to 221mg/dl at the time of reporting. Troubleshooting was performed. And, she was advised to take the insulin pump to her planned doctor's appointment to ensure that it was programmed correctly. No equipment was returned. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.